Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of very low lithium values for an unspecified number of patients. The date of event was not provided. The physicians indicate the lithium values were low compared to other results from the same system. There were no comparisons against another instrument or methodology. The specific values were not provided. It was noted that the results were in the therapeutic range from not detectable to a maximum of 1.2 mmol/l. No adverse event occurred. It was noted that the customer had no other problems with the instrument and the quality controls were acceptable. Instrument maintenance is noted as being fine. It was noted that lithium samples are not continuously processed in the laboratory; it may take 5-12 days between samples. The lithium electrode lot number was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.